Manufacturer narrative:
Device evaluation: received for evaluation was one bloody 6f export ap catheter with original packaging, also received were two syringes and a strainer. The catheter exhibited a kink 23cm and a crushed section 39cm to the proximal hub. It was also noted that the wire lumen was lifted and torn toward the catheter tip. Physical measurements show the device meets inner and outer diameter per the specification. The catheter was received with the extension line attached to the hub and occluded with dry blood. The extension line was disengaged from the catheter and aspiration with a syringe was successful. A syringe was then engaged to the catheter, some partial aspiration was done. The device was submerged in warm water for 90 minutes to try on removing the dry blood. After this time some of the dried blood was removed. To determined the obstruction in the catheter lumen preventing from aspirating a .038¿ mandrel was inserted through the hub and then through the distal tip to determine the location of the blockage. The catheter was cut open at the location of the found blockage resulting in some hardened thrombus or dried blood. The only obstruction found in the lumen of the returned export ap was thrombus or dried blood. (B)(4).

Event description:
The physician was treating a lesion in the lcx with an export ap aspiration catheter. The lesion exhibited 75% stenosis with no calcification or tortuosity. The lesion was not pre-dilated. The export device was inspected prior to use with no issues noted. During the procedure it was difficult to aspirate and the device was removed. The physician is not able to identify the reason for device failure. No damage was noted to the device post procedure. The physician replaced it with another one (same model) to complete the procedure. No patient injury reported. Unable to obtain patient weight. Cine images are not available.